Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) channel leading to pacing inhibition. The noise also led to the patient receiving inappropriately administered anti-tachycardia pacing (atp) and a shock. Further review of the electrogram strip by boston scientific technical services (ts) found the noise was present on the atrial and shock channels as well. There was oversensing of the noise on the atrial channel leading to inappropriately stored atrial tachy response (atr) episodes. At the time of the episode, the patient was washing their hands. Ts suggested further troubleshooting, however the patient had already gone home. The field representative would discuss bringing the patient back in for further testing with the physician. It was noted that the patient had been lost to follow-up for approximately four years. The cause of the noise remains unknown and the implantable cardioverter defibrillator (ICD), rv and another manufacturer's ra leads remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient was brought into the office and tachycardia therapy was turned off in the ICD. The patient was scheduled for full system extraction, however it is unknown if a revision procedure occurred as the patient was referred to a different facility. It was however discovered that this patient did not have brugada syndrome, which was the indication for implant of an ICD, and is believed to have been mis-diagnosed. At this time evidence suggests the ICD and rv lead remain in service and no adverse patient effects have been reported.

Event description:
A portion of the rv lead was returned from an unknown source. This indicates a revision procedure was performed. The ICD was not returned, thus at this time the status is unknown and evidence suggests it remains implanted.